Event description:
On (B)(6), 2012, the patient was being treated emergently for a ruptured abdominal aortic aneurysm using a cook zenith stent graft and a gore tag thoracic endoprosthesis. The physician intended to place the tag device at the proximal end of the cook device to gain a better seal at the level of the renal arteries. The gore tag thoracic endoprosthesis was being advanced outside of the sheath to the desired location when it was reported that the device pre deployed in the left common iliac artery. The physician chose to keep the device in the iliac artery. The patient tolerated the procedure.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Per the gore tag thoracic endoprosthesis instructions for use, the gore tag thoracic endoprosthesis is intended for endovascular repair of aneurysms of the descending thoracic aorta.